Event description:
Pt was in coronary care unit, connected to marquette cardiac monitor system. Pt found to be at maximum rate of 120 beats/minute on minute adaptive ventilation. The underlying rhythm was atrial flutter with a ventricular response of 63 beats/minute. The minute adaptive ventilation sensor was turned off. Pt was sent to electro-physiology lab, and was taken off of the marquette monitoring system. Pacer performed normally after discontinuing monitor. In the electro-physiology lab, the sensor was turned back on, and functioned normally. Rptr believes there may have been interference between the marquette monitoring system and the pacemaker.